Manufacturer narrative:
Based on the information provided the cause of the reported intestinal injury is unknown. If additional information is received, a follow-up MDR will be submitted. Isi has made additional attempts to contact the site and gather further details. However, isi was unable to obtain additional information as of the date of this report. Since the product was not available for evaluation and no additional information (lot, serial number, etc.) Could be obtained for the trocar, no further evaluation could be made for the device. A review for system logs at the site was performed and no logs are available for the event since the system was never used. No images or procedure videos were shared for the event the IFU for the da vinci xi systems contains the following cautions to minimize the risks associated with port placement. Appropriate patient positioning to shift organs away from the port placement site. An adequate level of insufflation. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. When possible, visualization of the entire insertion of the cannula using the endoscope is preferred. Utilize continuous, controlled pressure with a deliberate rotating motion when placing the cannula and obturator. Insertion of a trocar (accessories that can be used in da vinci-assisted surgical procedures) is solely in the control of the surgeon. Trocar insertion is not unique to the da vinci system. Any trocar issue prior to connecting the da vinci system would be the sole responsibility of the surgeon. While the event was allegedly caused by the insertion of the trocar, there is no indication that there was any malfunction of the accessory. The insertion of the trocar would relate to surgeon technique. This complaint is reportable due to the following: it was reported that prior to the start of a da vinci-assisted lower anterior resection (lar) procedure, after anesthesia was administered, the camera port was placed on the patient. At that time, a leak from the intestine was observed when pneumoperitoneum occurred. The da vinci surgery was discontinued. It is unknown whether the procedure was converted or aborted. The patient outcome is unknown as well. It is currently unknown whether the cause of the pneumoperitoneum device or whether the port caused the injury.

Event description:
It was reported that prior to the start of a da vinci-assisted, lower anterior resection (lar) procedure, after anesthesia was administered, the camera port was placed on the patient. At that time, a leak from the intestine was observed when pneumoperitoneum was obtained. The robotic procedure was discontinued. It is unknown whether the procedure was converted or aborted. The patient outcome is unknown as well. Intuitive surgical, inc. (Isi) attempted to obtain additional information from the customer regarding the reported event. It was noted that the relationship of the event with the medical equipment is unknown. It is currently unknown whether the cause of the injury is the pneumoperitoneum device, or the port. The customer was not able to provide any further details related to the event.